Manufacturer narrative:
It is unclear if these five fillings were in five separate pts or if they were five fillings between two different pts. Follow up attempts have not yet been successful in reaching the dentist for add'l info. Add'l attempts are scheduled. However, because medical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure, this event is reportable per 21 cfr part 803. Reports for the two known pts are being submitted. Should it be determined that three add'l pts were involved complaints for those pts will be initiated. This report is for the first pt.

Event description:
In this event a dentist reported that after completing restoration with quixfil there were 5 fillings with associated strong postoperative biting pain. In two of the pts, root canal treatments were necessary. Three of the fillings were close to the pulp.